Manufacturer narrative:
The following field has been updated with corrected information: b.5. Describe event or problem: it was reported that during use with bd vacutainer® eclipse¿ blood collection needle the safety shield breaks off failing to secure the needle. There was no report of patient impact. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shield activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle the safety shield breaks off failing to secure the needle. There was no report of patient impact. The following information was provided by the initial reporter: sm 368607 _ 2355795 needle cover slip out of the hinge and fails to secure the needle.

Event description:
It was reported that during use with 5 bd vacutainer® eclipse¿ blood collection needle the safety shield breaks off failing to secure the needle. There was no report of patient impact. The following information was provided by the initial reporter: sm 368607 _ 2355795 needle cover slip out of the hinge and fails to secure the needle.

Manufacturer narrative:
E.4. The initial reporter also notified the FDA on (B)(6) 2023. Medwatch report # mw5144801. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.